Manufacturer narrative:
Following a detailed clinical investigation into the two reported procedures, it has been established that specific patient-related factors significantly influenced the clinical outcomes. Notably, one of the patients presented with severe prostatic hyperplasia, featuring an estimated volume of 250 cc. Such extreme anatomical dimensions represent a critical confounding factor that increased surgical complexity and inherently elevated the documented risk of post-operative bleeding, which is a known side effect of these interventions. Despite these challenges, no serious clinical consequences occurred in either case, and physiological parameters were successfully restored without the need for blood transfusions. The company is actively monitoring similar events through its post-market surveillance (pms) and is collecting further clinical data regarding the use of litho 150 device in magneto mode, including high-volume procedures, to refine its safety profile. Based on current evidence, these episodes do not represent a significant deviation from established safety analyses, and the benefit-risk ratio remains favorable. We are currently awaiting further technical investigation results from the distributor regarding fiber lot a253165 to complete the final causality assessment.

Event description:
This report concerns two cases of delayed postoperative hemorrhage following holep (holmium laser enucleation of the prostate) procedures, notified by distributor on 03/05/2026. Both patients required emergency readmission on the first postoperative night due to gross hematuria and obstructive clot formation. In both instances, surgical intervention using a bipolar roller ball was necessary to manage the bleeding and evacuate the clots.